Manufacturer narrative:
It was reported that the floor locks allegedly release intermittently. The product was packaged up and scheduled to be shipped to stryker for an evaluation and investigation to be completed by the quality engineer. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the floor locks allegedly release intermittently. There was no patient involvement or adverse consequence reported.

Manufacturer narrative:
The device was reported to be an ot 8601165, operon d860 seat,phenolic,stless,pwrdrv operating table, but through investigation it was found to be an ot 7606575, operon d 760 us rail 120v w/o pd phenol. Table.

Event description:
It was reported that the floor locks allegedly release intermittently. There was no patient involvement or adverse consequence reported.